Event description:
It was reported that during a da vinci-assisted inguinal heria - bilateral surgical procedure, the monopolar curved scissors instrument had broken insulation. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Manufacturer narrative:
The monopolar curved scissors (mcs) instrument was analyzed and it exhibited scratch marks/abrasions on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 0.108¿ x 0.081¿. There was no material missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.